Event description:
It was reported that during a laparoscopic cholecystectomy, the metal rim, suture and pouch broken when the surgeon tried to close the pouch. The case was completed with a like device. There was no patient consequence.